Manufacturer narrative:
An event regarding disassociation and metallosis/ fretting involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was confirmed by the clinician review of the medical records and the provided procedure photograph. Method & results: device evaluation and results: the provided explant photographs show a recently explanted metal head and stem with blood and tissue on it. Wear is noticed on the trunnion of the stem. Visual inspection was performed as part of the material analysis report (mar). The returned devices were examined with the aid of a stereo microscope at magnifications up to 50x. This inspection indicated that wear was observed on the taper surface of the head consistent with contact against the trunnion. A step was observed at the proximal end of the taper. Adhered material was observed on the inner surface of the head taper; the material was analyzed further using a scanning electron microscope (sem). Damage was observed on the posterior and medial surfaces of the hip stem consistent with the explantation process. Damage was observed on the taper and neck of the hip stem consistent with loss of the taper lock between the stem trunnion and the femoral head taper. Energy-dispersive spectroscopy (eds) analysis was performed on the stem, head, and adhered material from the stem, and head. Eds showed the stem was consistent with an astm f1813 alloy and the head was consistent with an astm 1537 alloy. The adhered material on the head was consistent with material transfer from the head, biological material, and an oxide. The adhered material on the liner was consistent with material transfer from the stem, biological material, and an oxide. Clinician review: a review of the provided medical records by a clinical consultant indicated: provided x-ray confirms radiolucency, provided image confirms metallosis, trunnion without a head. Need office/clinical reports, examination of the explanted components, x-ray images, etc. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no,other similar events for the reported lot. Conclusion: a review of the provided images confirms the alleged metallosis and trunnion without a head. The accolade stem was mated with a lfit v40 cocr head which has been identified to be within scope of a recall. No further investigation for this event is possible at this time as no devices and/ or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision right hip. Suspected trunnionosis. Revised liner, removed stem via eto. Pathology samples taken. Revised stem. Head already disengaged from trunnion.

Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision right hip. Suspected trunnionosis. Revised liner, removed stem via eto. Pathology samples taken. Revised stem. Head already disengaged from trunnion.